Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that they understand they can't have an MRI as they still have a lead tip from previous system still in their body. (See 704957279 for information on patient's lead tip issue). The reason for call was to report that first implant was replaced because was already experiencing impedance issues and battery was depleting so ins was replaced. Patient said was part of domestic violence abuse situation. Agent documented reported event. No further action was taken by patient services. Patient also mentioned that the first implant was a pudendal implant. Patient also mentioned that on (B)(6) 2021 hcp wasn't able to remove the lead tip and said that there was tissue that had grown around the lead. (See 704957279 for additional information). On (B)(6) 2023 an outbound call made to patient. Patient noted conflicting information that with the first implant, there was no issue from domestic violence situation at that time, rather they explained that the hcp was going to implant a second device in addition to first device (first device pudendal placement and second sacral placement) and wanted to avoid patient havin g a third surgery so they decided to replace the first ins at the same time. Agent reviewed ablation compatibility and provided phone to stim ts to provide to treating hcp.